Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
Knot was not sliding through the anchor.. Occurred near end of procedure. When the doctor pulled on the (purple) anchor broke during the case. Additional information received via email from the affiliate on (B)(6) 2016. Type of procedure was slap repair. Broken fragments were removed. Surgeon completed the procedure by using another anchor and an additional bone hole. This failure extended the procedure time 20-25 minutes. The device is not coming back.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Knot was not sliding through the anchor.. Occurred near end of procedure. When the doctor pulled on the (purple) anchor broke during the case. Additional information received via email from the affiliate on 10-25-16 type of procedure was slap repair broken fragments were removed surgeon completed the procedure by using another anchor and an additional bone hole this failure extended the procedure time 20-25 minutes the device is not coming back.